Event description:
It was reported that the procedure was to treat a very calcified ostium of the rca. The 3.0 crosssail balloon was positioned in the proximal rca and was inflated up to 14 atm. When the balloon was retracted resistance was felt and the device became stuck in the calcification. The balloon tore and remained in the proximal rca. The shaft itself was intact and was retracted with the remaining balloon material. The entire system (guiding catheter, guide wire, and the balloon catheter) were removed together. A total occlusion in the ostial/proximal segment of the vessel occurred. The pt went to surgery; however, the separated portion could not be removed from the artery. A graft was placed in the rca and the pt was reported to be doing well.